Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the rv lead triggered a lead integrity alert (lia) due to high rate non-sustained episodes and elevated sensing integrity counter (sic). Additionally, oversensing and noise were observed. Tachy therapies were deactivated. The patient also experienced palpitations and tachycardia, which were suspected to be due to inappropriate rv pacing due to oversensing. Further reprogramming of deactivating pacing was performed which seemed to resolve the palpitations. The patient underwent an electrophysiology (ep) study and then the lead was capped and replaced.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient hearing their device alert every three to four hours and was told by their physician they will need a lead replacement. A week later, the patent felt shocks, noted the device was ¿malfunctioning¿ and had a heart rate of 150 beats per minute (bpm). The patient was told they now have supra ventricular tachycardia (svt) and was placed on a life vest. The patient was seen again, and reprogramming was conducted. The patient was told they received an inappropriate shock due to noise on the right ventricular (rv) lead. The physician was concerned that the lead was either fractured or ¿pulling out of his heart¿. The patient reported feeling ¿constantly paced¿. The lead remains in use. No further patient complications have been reported as a result of this event.